Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the patient presented to the clinic for a routine follow-up. Decreased high voltage lead impedance was observed. A provocation test was performed and normal lead impedance was noted. The lead was capped and replaced.